Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip deployed but difficult to remove from catheter. They spent ten minutes changing scope position and jiggling catheter to fully release. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.